Manufacturer narrative:
The event of ipg explant/replacement due to inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients ipg became inoperable on an unknown date and no longer provided therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.